Event description:
Wife of a male, reported husband receiving an 04 (occlusion) alarm. She indicated his blood glucose was elevated to >600 mg/dl. Pt changed the piston rod, battery, infusion set, and administered insulin injections to address the elevated blood glucose issues. He disconnected from the device and successfully administered a 4 unit bolus. Pt reconnected to a new infusion site and successfully administered a 4 unit bolus. His blood glucose levels returned to normal. Wife did not report any symptoms associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.